Event description:
The hospital reported that the seal from hst iii system (4.3mm) did not load properly in the delivery device. The user followed the sharp steps and was squeezing and holding the wings of the device but the delivery device would not fully advance to see the number "2" in the circle cut out. Multiple attempts were made to force the tool to advance but something was preventing it from pushing forward any further. The user then released the wings and pulled the delivery device away only to find that the seal had not loaded properly. This was the only heartstring the account had left so they had to use an enclose ii system to finish the case. It should be noted that the heartstring device was also set to expire at the end of the day which may or may not have contributed to the complication. No injury to the patient was reported. No procedural delay.

Manufacturer narrative:
Tw 1553238event site name exceeds character limitations: hackensack medical centerthe device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.